Event description:
The customer contacted stryker to report that their device randomly shuts down. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate this issue but was able to verify the reported issue was logged in the device's memory. The device was opened and checked for any loose connections as a precautionary measure and no issues were found. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device randomly shuts down. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.